Event description:
Customer stated her toothbrush is defective. She recently purchased adaptive clean brush head via (B)(4) but the brush head fell apart in her mouth during brushing. After a couple weeks on the first brush head and after a month on the second. Customer stated bristles came out in clusters.